Event description:
It was reported that device interaction occurred. A 99% stenosed target lesion was located in a non-tortuous and non-calcified coronary artery. The physician placed a ez 2.25mm-3.5mm 190cm us cv filterwire ez in the distal vein graft. The lesion was dilated with a balloon, and a 4.0 x 20 mm synergy drug-eluting stent was deployed without incident. During retrieval of the filterwire, the physician was unable to advance the retrieval sheath completely through the newly implanted stent. While attempting to retract the filter, it became caught on the distal end of the synergy stent. Upon successful removal of the filter, the distal end of the stent was noted to be deformed. A new guidewire was used to recross the damaged stent, followed by multiple balloon dilations. A 4.5 x 20 mm megatron stent was deployed within the deformed portion of the stent. The procedure was completed without complication. No patient harm or adverse effects were reported.